Manufacturer narrative:
Product analysis: at analysis the device failed its incoming functional testing and because repair parts were not available at the repair center it was to be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as a loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.